Event description:
Literature was reviewed regarding the suitability for transcarotid access transcatheter aortic valve replacement (tavr) in japanese patients. The study population consisted of 336 japanese patients who underwent transfemoral access tavr with either a medtronic (evolut fx) or non-medtronic (navitor / sapien 3) valve system. Among all 336 patients, the authors observed the following complications: aortic rupture/dissection, vascular injury, unplanned intervention, unspecified vascular complications, distal embolization, and non-medtronic closure device failure. Separately, the authors found that 306 patients were suitable for transcarotid tavr on one side, while 221 were suitable on the right and left sides.

Manufacturer narrative:
Citation: nakashima m, satomi n, tazawa d, et al. Suitability for transcarotid transcatheter aortic valve replacement in the japanese population. Jacc asia. 2026;6(3):345-357. Doi:10.1016/j.jacasi.2025.10.018 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.